Event description:
Put on new dexcom and 6 sensor approx. Two hours before bed. Sensor failed during the night woke with low blood glucose. This is the 5th sensor replaced by dexcom since (B)(6) 2018 finger stick 44 mg/dl. Dexcom reading ¿lost signal." Low blood glucose 44 mg/dl in the middle of the night, with no warning.